Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 an e-mail was received from a patient's (pt) family member who reported the following information: "recently my family member had tried to install his/her acuvue contacts. The doctor said, "due to an imperfection in the contact his/her eye was severely scratched and damaged."the family member reported that the eye injury was very painful and "required surgery to repair." The pt's family member reported that he/she "immediately threw all of the pt's contacts away." On (B)(6) 2015 an e-mail was received from the pt's family member who requested that no additional attempts be made to contact the pt. The family member advised that he/she will call when he/she can. The acuvue product was later identified as acuvue 2. The lot number and product availability is unknown. The date of the event is unknown. No additional information is available at this time. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.